Event description:
The customer contacted heartsine to report that their device powered off during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device. During the reported patient-involved event on the (B)(6) 2025, the device first recorded a manual power-on of 14 second duration, during which the device powered off suddenly without entering the shutdown sequence, which would indicate power had been removed from the device. The device then recorded a power-on of 5 minutes and 19 seconds, during which a patient impedance was successfully detected however no shock was advised, as the patient presented a non-shockable rhythm. The impedance then went out or range after 2 minutes and 43 seconds. The device then issued ¿check pads¿ prompts for the remainder of the power-on, during which time the device recorded 3 ¿warning, off button pressed¿ prompts, suggesting the user was attempting to power off the device. The device then powered off issuing a ¿warning low battery¿ prompt. No fault was found on the hdf-3500 or returned pad-pak. No continuity issue was identified on the patient output cables and no fault found on the pogo pins that would have resulted in an impedance detection or power supply issue. The device accurately measured impedances throughout the specified range, even under the stress of elevated temperature. The device delivered the shock therapy sequence without fault using the returned pad-pak. Furthermore, the device did not lose power during testing at heartsine. Given no fault on the hdf-3500, the investigation was unable to determine the cause of the device powering off with ¿warning low battery¿ prompts. Given the device recording 3 ¿warning, off button pressed¿ prompts before shutdown this could suggest the user was already attempting to power off the device prior to shutdown, which could suggest the device issued the ¿warning low battery¿ prompts due to pad-pak being removed. However, this could not be confirmed. The customer's device will be scrapped. The customer will receive a replacement device.

Event description:
The customer contacted heartsine to report that their device powered off during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.